Event description:
The patient underwent right upper extremity arteriovenous (av) fistula thrombectomy with interventional radiology complicated by a piece of the microwire breaking off and staying in the venous outflow track of the fistula. Due to concerns of potential embolization, vascular surgery was consulted. Interventional radiology tried to retrieve the wire but unable to do so. Vascular surgeon: procedure performed: ligation of brachiocephalic right upper extremity arteriovenous fistula. Patient was brought from the interventional radiology suite to the operating room (or). I used an ultrasonography and confirmed that the microwire was still in the same spot. Using a doppler probe, we confirmed that the venous outflow was indeed ligated successfully as there was no audible flow distal to this ligation. In addition, the patient had some hemodynamic changes after general endotracheal anesthesia. The fact that he had not gotten dialysis today, we elected to not pursue removing the foreign body at this time and was content with the fistula ligation given that the foreign body has not of embolizing centrally given that is now doubly ligated.